Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: is the broken sleeve returning or was it disposed of: broken sleeve will be returned.

Event description:
It was reported that during a hernia repair procedure, the shaft of the trocar sleeve broke while surgeon was tacking the mesh. Sleeve was removed from patient and replaced with new trocar sleeve. There were no adverse consequences for the patient.